Event description:
The set was found leaking at the area of the set where the extension legs are bonded into the three in one manifold.

Manufacturer narrative:
The user reported four occurrences of this malfunction. For info regarding the add'l occurrences please reference the following MDR's: 2245270-2014-00034, 2245270-2014-00036, and 2245270-2014-00037. One malfunctioning sample was returned to vygon us and was forwarded to vygon mfg (the manufacturer) for device eval and complaint investigation. This investigation is still on-going. The results of this investigation will be communicated to FDA via a follow up MDR within thirty days of its conclusion.